Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Analysis was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test, test failure alarm, failed self test alarm and failed battery alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that they received failed battery test alarm, test failed alarm and multiple failed self test alarms. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the failed battery test alarm did not recur after troubleshooting. The customer's mother performed self test and the insulin pump passed. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.